Event description:
It was reported to philips that the system could not start-up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited the site and confirmed that the system could not start-up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found error code 0xc8, described as 'OEM bds initialization codes and identified the malfunction as a defect in the x-ray pc (suite pc). To resolve the issue, the fse replaced the suite pc and reloaded the software. The defective part was returned for analysis, for suite pc malfunction was observed and the failed component was found to be missing cmos battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.